Event description:
It was reported that during a lap anterior resection procedure, the surgeon used the device (with reload) as usual. He succeeded to transect the colon with a single firing device. Afterwards when he inserted another device, before the trocar was extruded, a hole was found in the middle of the staple line. (Please find the picture attached with statement of defective staples). It was reported no forceful stress was given to the staple line, despite the colon tissue was relatively thin. The surgeon initially suspected he was transecting right on polyp, but was found not upon specimen examination. Then the surgeon transect the colon again with another gold reload and blue reload (2 firings) distal to the initial staple line. The subsequent steps were satisfactory (anastomosis + leakage test). The surgery was prolonged sixty minutes. Another device was used to complete the case. There were no adverse patient consequences reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.